Event description:
It was reported that tibial cutting jig is not function properly.

Manufacturer narrative:
The gii alignment tube was returned and evaluated. A visual inspection found no obvious sign of damage. Additionally, a functional check found that the device worked as intended. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the complaint history revealed no additional complaints for the associated lot number. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.